Event description:
The customer contact reported the device did not deliver. At an unspecified time, the secondary line of the device was programmed to deliver an unspecified antibiotic, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that at the time the delivery was expected to have been completed, the device displayed the expected volume infused correctly; however, the antibiotic container was still full. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed at an unspecified time the same day using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospital personnel.